Event description:
It has been reported that one bd phaseal secondary set (c62) has been found with a broken tip before use. The following has been provided by the initial reporter: connector broke off from y site. The connector broke off from the y site during priming of the c62. Sample contaminated with saline.

Manufacturer narrative:
H.6. Investigation: one sample and one photo were provided to our quality team for investigation. The final product for lot ta11680 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the product for evaluation. Upon visually inspecting the sample that was received, a crack was observed in the y-site. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, excessive force by the operator when connecting the connector piece to the y-site is believed to be the potential root cause for this incident. CAPA#1382647 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd phaseal secondary set (c62) has been found with a broken tip before use. The following has been provided by the initial reporter: connector broke off from y site. The connector broke off from the y site during priming of the c62. Sample contaminated with saline.